Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00386 on 17-sep-2020. Additional information (08-jan-2021): siemens reviewed the information provided and system log files and concluded the following: * the reagent probe 1 trace log indicated an issue while performing the 1/200 auto dilution from the ancillary pack. * the potential cause is due to the probe or a particle that may have partially blocked the probe. * the reported issue occurred once. * the customer did not report a recurrence. The instrument is performing according to the specifications and operational. No further evaluation of the device was required. Section h6 is updated with new adverse event problem codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens noted that an inspection of the sample dispense port was performed, and the incubation ring is clean. Siemens is investigating.

Event description:
A discordant, falsely elevated, total human chorionic gonadotropin (total hcg) patient result was obtained on an atellica im 1300 analyzer. The discordant result was reported and questioned by the physician(s). Another sample from the same patient was used for repeat testing on the same analyzer, and the result was lower than the discordant result. The customer used the initial sample to perform repeat testing and also resulted lower than the discordant result. The customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated total hcg result.